Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in transcutaneous vertebroplasty. It was reported that when osteo introducer was inserted into the aorta, it got stuck in aorta and bleeding happened. The procedure was discontinued and additionally vascular repair was performed by vascular surgeon. No further complications were reported. Additional information was received via manufacturer representative that during the insertion of the introducer, it punctured the anterior portion of the left l1 vertebral body. Hemorrhaging was observed through the cannula, so a vascular surgeon used a coil to perform compression hemostasis and hemostasis. In order to check the state of the damage, they were placed in a supine position and laparotomy was performed; however, there was no damage to the aorta and hemostasis was performed, so the wound closure/surgical incision closure without any further action. As a result, the branching vessels were damaged, not the aorta. There was no human factors or no device malfunction as the cause of vascular damage. The condition is currently improving and revision surgery (bkp) is not scheduled. Underlying disease: compression fracture due to external injury (fall) comorbidities: lumbar spinal canal stenosis (lscs) bkp performed vertebral body: l1 hemorrhaging: 100 cc.